Event description:
I selected essure because I was afraid to have surgery. I was told it would be more effective and less pain. I was told it was to be done awake. I normally have a high tolerance to pain. I cried and screamed out during the insertion. There were a few times I thought I was to pass out. I followed the instructions and went back for my confirmation test. I was told my tubes were blocked. I had chosen not to have children due to a debilitating illness that would be exasperated by pregnancy. Two months after confirmation I was pregnant. This resulted in an unwanted abortion and two add'l surgeries. One surgery was to remove my tubes and the second to have a full hysterectomy minus one ovary. I thought I was avoiding surgery by essure but ended up with one "minor" surgery and one major surgery. I was told there is a new warning put on the box of the implants since I had them inserted. No pt ever sees the box. "How do they know it's even there." I went from a perfectly healthy woman with no major gynecological issues and steady menstrual cycles who was strongly against abortion to my current circumstances. Other countries have banned this device. I would implore that more investigation into essure's long term studies and effects, and to review it's effectiveness in the "real world."